Event description:
General report received of an unspecified number of undocumented incidents of unrestricted flow. The tubing sets were being used in the emergency room and intensive care units to deliver unspecified solutions. The cair clamps were being used to regulate the flow. After unspecified lengths of time in use, the customer contact reported, "the flow changes without any adjustment from the nurses." There were no reported adverse pt effects. No medical interventions were required. Though requested, not add'l info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.